Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault alarm initially on (B)(6) 2020 inital report was submitted. However, complaint form was attached on (B)(6) 2021 and it was noted that it was found during est/uvt testing. Thus, deemed not reportable.

Manufacturer narrative:
The customer reported to vyaire medical that the vela ventilator has motor fault alarm initially on (B)(6) 2020 inital report was submitted. However, complaint form was attached on (B)(6) 2021 and it was noted that it was found during est/uvt testing. Thus, deemed not reportable. Corrected data: the customer reported to vyaire medical that the vela ventilator has motor fault alarm initially on (B)(6) 2020 inital report was submitted. However, complaint form was attached on (B)(6) 2021 and it was noted that it was found during est/uvt testing. Thus, deemed not reportable.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault alarm. The customer confirmed that there was no patient involvement associated with the reported event.